Event description:
It was reported that a connection issue was detected with the extension after an implant duration of 12 yrs. No particular event was related to the dysfunction, but the pt is a very active person. No troubleshooting was performed, but the physician had already seen that kind of dysfunction of the connection between the stimulator and the extension. The pt outcome was ok.

Manufacturer narrative:
(B)(4).